Event description:
Pt implanted 2000 in the upper vermilion border. Onset of edema and implant shortening eleven days, late. Pt treated 4/10/00 with medrol dose pack, 4/27/00 with prednisone and keflex.